Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that one of their leads dislodged and had to be readjusted. Follow up yielded no further information. The lead remains in use. No patient complications have been reported as a result of this event.